Event description:
A journal article was obtained that reported a study from italy. This study prospectively followed and retrospectively evaluated patients who underwent total knee arthroplasty using a cemented persona knee between january 2013 and december 2014. The purpose of the study was to evaluate the clinical and radiological outcomes, as well as long-term survival rate of this anatomic total knee replacement design. The study reviewed 116 knees in 106 patients (44 males, 72 females). The study population had a mean age of 65.3 years at time of surgery with an average bmi of 27.39. Patellar resurfacing was performed in 113 knees. Follow-up was conducted at 1, 3, and 6 months postoperatively then annually with a mean length of follow-up for 11.1 years and a minimum of 10 years. It was reported that 2 patients were revised due to persistent pain.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. G2: literature - montagna, a., marescalchi, m., cinelli, v., sangaletti, r., andriollo, l., benazzo, f., rossi, s. (2025). A novel knee implant for total knee arthroplasty meets expectations at 10 years. First long-term follow-up report of clinical outcomes and survivorship. Knee arthroplasty, 2026 apr;34(4):1318-1326. Doi: 10.1002/ksa.70037. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Unable to perform a compatibility check. The device history record was not reviewed as part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.